Event description:
Additional information was received that alerts from remote monitoring system continue for low out of range impedance measurements. Oversensing on the atrial channel was also observed. The device remains programmed to pace and sense in the ventricle only. No adverse patient effects were reported.

Event description:
Additional information was received that the patient reported hearing tones from the device. Boston scientific technical services (ts) was consulted and reviewed the remote home monitoring system. It was found that the right atrial (ra) lead continued to exhibit low out of range impedances and triggered an alert from the remote monitoring system. The clinician noted that they had previously turned off pacing and sensing from the atrium. Ts advised that the alert for out of range measurements in the remote monitoring system was still programmed on and due to this the device would emit beeping tones. Ts suggested bringing the patient in to reset the beeping and program the impedance alert off in the remote monitoring system. At this time the system remains in service and no additional adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for low out of range pacing impedance measurements on the right atrial (ra) lead and implantable cardioverter defibrillator (ICD). It was noted that the ICD was already programmed to pace and sense in the ventricle only. Boston scientific technical services (ts) was contacted and discussed how to turn off daily lead impedance measurements and advised to evaluate the lead further at the next office visit. The ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.